Event description:
Reportable based on device analysis completed on (B)(4) 2014 it was reported that crossing difficulty was encountered. The target lesion was located in the left anterior descending (lad) artery. A 3.00x38mm promus element ¿ long drug-eluting stent was selected for use and advanced to treat the target lesion but was unable to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: a visual and microscopic examination found that the stent was damaged at the distal end. The most distal row of struts was raised and misaligned. This type of damage is consistent with the stent meeting resistance during the advancement of the device. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. Traces of blood were visible in the guidewire lumen indicating the device had been advanced over the guidewire. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).